Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The body of the lead became extrinsically distorted. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was separation of insulation observed under fluoroscopy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, "upon physical examination of the lead, approximately four centimeters from the pin which connects to the device, a bend was noted in the lead body that was severe. No break was visible on close examination of the lead body. The lead was x-rayed and an opacity was observed in the same location as the bend." The physician elected to explant and replace the lead. No patient complications have been reported as a result of this event.